Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 50mg/dl. Customer treated with food. Customer indicated that during the phone call,their blood glucose shot up to 274 mg/dl and treated with a bolus. Customer declined to troubleshoot and they ate a muffin which should help the blood glucose go down. No further details given.